Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision transcatheter aortic valve (serial#(B)(6)) was chosen for implantation utilizing a small flexnav delivery system (lot: 10119780). The patient had no history of conduction distirburbances and was in sinus rhythm. Length of membranous septum is unknown. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The valve was implanted successfully at a depth of non-coronary cusp (ncc): 2mm, left coronary cusp (lcc): 2mm. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. On (B)(6) 2024, the patient developed complete atrioventricular block (cavb). A permanent pacemaker was implanted and the patient was hospitalized further for monitoring. The patient was reported to be recovering and stable.

Manufacturer narrative:
It was reported that the patient developed complete atrioventricular block a day after navitor implant. Information from field indicated that the patient had no history of conduction disturbances and was in sinus rhythm. The valve was implanted successfully at a depth of 2 mm on ncc and lcc, shallow than the recommended optimal depth of 3 mm per instructions for use, which may have contributed to the reported heart block. However, this could not be confirmed. Please note that per the instructions for use, "prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm (0.12 in.)." Based on the information received, the exact cause of the reported patient effect of heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted for heart block. The patient was reported to be recovering and stable. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.